Event description:
During a right total knee arthroplasty the tibial bearing trial broke into 3 pieces. A small chip of the trial was not found. The surgical site was checked methodically and assured by surgeon that there was no plastic chip in the wound.device #1is this a laboratory device or laboratory test?no.